Event description:
Boston scientific received information that this implanted system triggered an alert for a high out of range shock impedance measurement. No adverse effects resulted and no system changes to date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.